Event description:
A patient reported experiencing inaccurate high results with an ot profile meter. The patient's blood glucose result were 90mg/dl (meter), 60mg/dl (lab). Test were done less than 10 minutes apart with a difference of 36mg/dl. Patient did not experience any adverse events. No further information has been reported.